Manufacturer narrative:
The serial number of the omnipod dash controller was provided; lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#90987 due to no device identifier provided. We cannot confirm the thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the prestataire that the patient's battery in their omnipod dash controller/personal diabetes manager (pdm) was swollen. Additionally, the pdm would not turn on. No medical assistance was required and no harm to the patient was reported. No further information was provided.